Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0pdv4, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37601, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the lead was cut during the stage 2 procedure by the surgeon accidentally. The lead was removed and not replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.